Manufacturer narrative:
The biomed reported that the central nurse's station (cns) software was intermittently flashing when starting it up. The hdd was replaced, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomed reported that the central nurse's station (cns) software was intermittently flashing when starting it up.